Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarms occurred during bolus delivery. The customer's blood glucose (bg) level ranged between 200-300 mg/dl. A correction bolus of insulin was used to address high bg levels. During troubleshooting with tandem technical support, a system check was performed that indicated the occlusion was in the cartridge. The customer was advised to change out the cartridge.